Event description:
Report received of a "burst" tubing during a power injection of isovue contrast. The patient had a peripheral IV, and the injector was connected to the distal clave port of the extension set. Contrast was injected at 2.5ml/second. The total amount to be injected was 150ml. After approximately 5 inches from the IV site. The extension set was immediately clamped off. There was no bleed back and no blood loss reported. The IV site remained patent. The procedure could not be completed due to unrelated mechanical problems with the CT equipment. There was no reported adverse patient effect. Although requested, no additional information was available.